Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged blank display found on nov 17, 2021. Device was received with a blank display. Unable to perform the self test, active current measurement, sleep current measurement and displacement test due to blank display. During visual inspection, the cracked case-corner of belt clip rails near the battery compartment shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. The battery tube assembly was pushed back into the right position and the insulin pump was able to power up and continued testing and download. Device passed the sleep current measurement, active current measurement and self test. Device was monitored for several days and no blank display noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms or alerts noted during the testing. However, low battery alert was recorded and found in the formatted history file on: 11/04/2021 09:25:00.000. Replace battery alert was recorded and found in the formatted history file on: 11/04/2021 18:56:00.000. Replace battery now alarm was recorded and found in the formatted history file on: 11/04/2021 19:27:00.000. Power loss alarm was recorded and found in the formatted history file on: 11/04/2021 20:27:10.000 11/16/2021 16:40:19.000 and 11/16/2021 16:40:31.000. Insert battery alarm was recorded and found in the formatted history file on: 11/16/2021 16:29:42.000 and 11/16/2021 16:39:00.000. Upon checking on the power data, low battery alert , replace battery alert/replace battery now alarm and power loss alarm were expected since the battery has low/no power. The customer may have used a low/depleted battery. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Unable to download history files and traces using thus due to blank display. Blank display was confirmed due to shifted battery tube assembly. However, the battery tube assembly was pushed back into the right position and the pump was able to power up, continued testing, download and no blank display noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had blank display. Customer had inserted new battery and also replaced the battery cap but did not work. The display of insulin pump was not returned after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.